Event description:
According to the study: a leak was detected in one pt. The pt was a 65-year-old woman with squamous cell carcinoma of the distal esophagus. A leak from the oesophago-gastrostomy became apparent on postoperative day 14 after a normal oesophagogram was obtained on postoperative day 11. The pt was successfully treated with re-operation, drainage, pleural flap and endoscopic stenting of the anastomosis. She recovered without any further problems.

Manufacturer narrative:
(B)(4).